Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer¿s blood glucose was unknown at the time of incident. Customer able to clear the alarm but did not receive request to rewind the insulin pump. Customer performed self test but it failed. Customer declined troubleshooting for pump error. Device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. All currents are within specified ranges. No unexpected pump error post-reset ram crc alarm, device software error, drive count or time values or changes incorrect for moving or coasting error, or power supply test failed during self-test were noted during testing.